Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffe gen.2 assay on a cobas c 503 analytical unit. Initial result: 23.2 umol/l. The customer noticed that the initial result was lower than the expected value and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 86.0 umol/l. The repeat result was deemed to be correct and reported outside the laboratory.

Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number was 942093 with an expiration date of 30-nov-2027. A general reagent issue can be excluded since the calibration and qc were within the ranges. The alarm trace showed many abnormal aspiration alarms (indicating sample handling/pre-analytical issues) and abnormal cell blanks alarms (indicating issues with cell rinse/reaction cells). The field service engineer (fse) adjusted the cuvette filling, sample, and reagent arms. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was a combination of a hardware issue and a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.